Event description:
Surgeon was suturing in j-tube with endostitch device. When device was attempted to be loaded w/2-0 surgidac, it would not engage and hold suture. Cat# 173016, lot# j5h1853x. Device and suture held w/packaging. No injury to patient. Another endostitch device opened and used.